Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device found that the unit did not give an e80 error code during operation, but when the connections to and from the alarm board were shaken, the unit gave an e80 error code. The factory service center verified that the cable connections were properly secure and calibrated and tested the unit.

Event description:
The customer reported that an e80 error code (audible alarm module not functioning) intermittently appeared when booting up the ventilator. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue as the previous factory service repairs likely corrected the issue by verifying that cable connections were secure.